Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for oversensing, noise, high rate non-sustained episodes and a high number of short v-v interval counts. The rv lead also exhibited high thresholds. The right atrial (ra) lead exhibited undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.